Manufacturer narrative:
Device data logs, and cloud data will not be available for investigation due to no patient information provided. This decimal point event can occur if a user programs their personal iphone settings to a region outside of the united states, as some regions use a comma instead of a period as a decimal separator character for numbers. The hardware settings in the patient's personal device were unable to be confirmed, therefore we are unable to confirm the root cause of the reported event.

Event description:
It was reported by an insulet patient that they are unable to enter a decimal point when programming a bolus in the omnipod 5 ios app being used on their iphone. The patient reported they are only able to enter a bolus in whole number units. The complaint information was received via an affiliate form from the ios app store, and no other information was provided. It is not possible to obtain additional information, as the patient was not identified.